Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing of non-physiological noise. The noise was likely attributed to sense b artifact. This occurred while programmed in the primary vector. The noise could not be reproduced in clinic, but the secondary vector exhibited a wandering baseline. The physician elected to explant and replace this s-ICD system. No additional adverse patient effects were reported.